Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient had blood glucose levels over 500 mg/dl and they were nauseous, urinating frequently, thirsty, had pain in their abdomen and vomiting. They were wearing the pod for 24 to 36 hours on the leg. The patient was treated with an insulin drip by intravenous therapy. The patient was treated for 5 days at the hospital.